Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was bent on bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: during taking solution, it was found the barrel bent. When using a 5ml syringe for pumping on (B)(6) 2019, the tube was found to be bent and could not be used. Replace it immediately.

Manufacturer narrative:
Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 1709257, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1709257 were used for further evaluation. The product as visually inspected, no damage or molding defects were observed. Based on the available information, we are not able to determined a root cause at this time.

Event description:
It was reported that the barrel was bent on bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, translated from chinese to english: during taking solution, it was found the barrel bent when using a 5ml syringe for pumping on (B)(6) 2019, the tube was found to be bent and could not be used. Replace it immediately.